Event description:
It was reported that the error code l4-005 was populating the lcd screen. The unit was powered off and different holsters were connected and the same error code was coming up. The procedure was completed using a different biopsy method. There were no patient consequences reported.

Manufacturer narrative:
Vso system replaced. H3 evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vso system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.